Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported their meter had missing segments and they were unable to test. As a result, they reported experiencing symptoms of feeling dizzy, weak and disoriented. Customer was seen at a local hospital, diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.